Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was treated for an enlarged prostate in (B)(6) 2011. The pt continued to experienced an enlarged prostate and urinary frequency at night, following the therapy. The pt subsequently experienced retrograde ejaculation. The pt met with the physician. The pt's prostate-specific antigen (psa) score was under two. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available.